Event description:
It was reported that during a routine device replacement procedure, the related right atrial (ra) lead exhibited high capture thresholds. Subsequently, the lead was surgically abandoned (capped). A new ra lead was implanted, with stable measurements observed during post op check the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.